Event description:
The fully charged autopulse li-ion battery sn (B)(4) does not power on the autopulse platform. The status leds on the battery illuminated 4 green lights. The customer moved the charger inside to charge the battery under the air conditioner to troubleshoot the problem. The customer noticed that sometimes the battery works as intended in the mornings. But in the afternoon, the battery fails to power on the platform. No patient involvement.

Manufacturer narrative:
The li-ion battery in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.